Event description:
Covidien received information stating that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operator within the manufacturing specifications.